Manufacturer narrative:
H3, h6: analysis was performed for product: 9730269, lot number: 220601. It was reported that the attachment screw on the array of the returned probe was missing the cover. Otherwise, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported the antenna was white when it was cleaned and sterilized. It was clarified that the defect was not a "white adhered object" but an exposed screw in the antenna region. There was no patient involvement. Additional information was received. The cause of the issue was unknown. It was noted that this kind of issue had not been encountered before.